Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was trying to turn stimulation up and a ¿call your doctor¿ screen appeared. The patient was not sure what code came up and it was noted that the code was unknown; however, they thought it was poc or something and later thought it was por. At the time of the report, the patient tried to use the programmer but did not see the call your doctor screen. It was noted that the patient had no emi. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that the caller met with the patient that day and was able to clear the por message. The caller said they also noticed that the patient's battery was low. It was confirmed the patient had therapy, but the implant battery was low. The device usually would say how many months of battery they have left, but it just said low. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their device was not working, it was confirmed they were referring to previously reported issues. Manufacturer representatives had reached out to the patient to coordinate a time to meet for reprogramming.